Event description:
The medtronic sales representative confirmed during left hemithyroidectomy/ isthmusectomy procedure in 2009, one branch of the pt's recurrent nerve was severed where it enters the larynx right at the insertion.

Manufacturer narrative:
The sales representative reported for the facility that post operatively, the pt's voice was described as being very hoarse. Initial awareness of this came from a legal complaint sent to medtronic legal with the misunderstanding that the emg monitor was manufactured by medtronic. While it was confirmed the monitor was manufactured by axon (not medtronic), it was noted an " emg tube " was used in this case. Upon further investigation with the medtronic sales representative, it was confirmed a medtronic 6 mm emg tube was used: however, the specific model was unk, and the tube had been disposed of by the site. The nerve integrity monitor that was used with the emg et tube in the procedure was returned to the original manufacturer for eval. MFR determined that the monitoring device met all specifications relevant to clinical use.